Event description:
Additional information was received from the manufacturer representative reporting the device information of the new implantable neurostimulator (ins) that was involved with the high impedances. The patient had a battery exchange only so the old battery was removed and the new one was connected to the existing extension. High impedances were found on all volts used. The health care professional (hcp) used x-ray to look at the extension and lead. There was no lead connected to the extension. It was reported that it must have been removed at some point but no one knew this, not even the patient. The hcp decided to implant a new system.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that impedance measurements were taken and all were over 10,000 ohms. The battery was being replaced (no allegation) and when the new implantable neurostimulator was connected, all the contacts showed greater than 10,000 ohms. Stimulation was turned up and increased to 10.5 volts and the patient felt nothing. The lead configuration was correct. Impedances were not taken prior to the surgery because the implantable neurostimulator was dead. The patient did not relay that there were any therapy issues prior to the case. The implantable neurostimulator was in the abdomen, but the physician wants to move it to the back. It was noted that the manufacturer representative was going to test the extension and then test the lead to see if they could determine where the issue lies; results unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.